Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was 400 mg/dl at the time of the event. The customer reported that the pump-delivered insulin was not enough to normalize the high blood glucose event. Troubleshooting was declined by the customer. Troubleshooting was performed for pump damage. The damage had occurred during normal use without the silicon case on. No further patient complications were reported. The customer discontinued the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible under delivery anomaly not confirmed. The pump was received with cracked battery tube threads (back side of the pump) and cracked case at the battery tube side (back side of the pump extending towards the front side of the pump). The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 218 boluses listed on the event date 04-dec-2023 in the pump history file. Please see the first 10 boluses below. On (B)(6) 2023, 00:00:03.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). On (B)(6) 2023 00:05:13.000. Normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 3750 (0.375 u). Bolus amount delivered: 3750 (0.375 u). On (B)(6) 2023 00:10:05.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1750 (0.175 u). Bolus amount delivered: 1750 (0.175 u). On (B)(6) 2023 00:30:05.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1750 (0.175 u). Bolus amount delivered: 1750 (0.175 u). On (B)(6) 2023 00:35:03.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). On (B)(6) 2023 00:40:03.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). On (B)(6) 2023 00:45:01.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2023 01:05:03.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). On (B)(6) 2023 01:10:03.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). On (B)(6) 2023 01:15:15.000. Normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 4250 (0.425 u). Bolus amount delivered: 4250 (0.425 u). There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended (2) alarm noted on the event date 04-dec-2023 in the pump history file. On (B)(6) 2023 09:39:18.000. Insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 04-dec-2023 in the pump history file. On (B)(6) 2023 05:49:00.000. Alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 05:59:00.000. Alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 13:13:12.000. Alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2023 16:43:13.000. Alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2023 17:49:00.000. Alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 18:05:00.000. Alarm alert notification (40). Fault number: lost sensor 2 alert (781). On (B)(6) 2023 09:35:00.000. Alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 10:03:40.000. Battery removed (55). On (B)(6) 2023 10:03:40.000. Alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 10:03:53.000. Battery inserted (44). On (B)(6) 2023 10:47:00.000. Alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 18:16:31.000. Alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2023 18:17:32.000. Alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2023 18:18:33.000. Alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2023 18:21:49.000. Alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2023 18:25:03.000. Alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2023 18:31:45.000. Alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2023 18:37:05.000. Alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2023 18:50:05.000. Alarm alert notification (40). Fault number: no delivery (7) - during bolus. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 3:37:00 am. There was no power data available for the date on (B)(6) 2023. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Lost sensor alert (780) not confirmed. Sensor error alert (801) not confirmed. Low battery alert (104) unknown. No delivery alarm (7) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Cosmetic damage was confirmed at the front and the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.